Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: -dry deposits outside and inside the inlet spout are visible -traces of blood permeability test: the test showed that the progav 2.0 shunt system is non-permeable. To determine the location of the occlusion, the shunt system was dismantled and each element was tested individually for permeability. The test showed that the progav 2.0 is non-permeable, while the shuntassistant is permeable. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: to check why the progav 2.0 is blocked or what influences the function of the valve had been affected, we have dismantled the valve. After dismantling of the valve, we found hard crystalline deposits in the inlet spout, which encased the sapphire ball and locked it in the spout. The shuntassistant was not dismantled, because the valve was permeable. Results: based on our investigation, we are able to substantiate the claim of "blockage". At the time of our investigation, it is not clear to us how this blockage and this type of deposit occurred. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. (B)(4). From our point of view, no further regulatory actions are required.

Event description:
In (B)(6) it was reported that there is a problem with a progav 2.0 valve. The surgeon reported, that the valve could not be filled with fluid before the surgery and it was not implanted. However, on january 7, 2021, the sales representative reported that the product was implanted and explanted on (B)(6) 2020. No further patient data are available.